Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flow opening. Missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture" this record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" this record is for the right side. The device has been explanted and replaced.